Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-,manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a biolox prosthesis head 12/14 28mm (part # nk461) was implanted during an unknown procedure performed on (B)(6) 2002. According to the complainant, eighteen (18) years post surgery, the ceramic head was damaged. The patient underwent a revision surgery on (B)(6) 2021. The complaint device was available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Involved components: nk712t bicontact sd plasmapore 12/14 size 12mm - lot unknown. Nh048t. Plasmacup sc size 48mm. Lot unknown. Nh092 sc/msc ceramics insert 28mm 48/50 sym. Lot unknown.